Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How was the device opened and removed from the tissue?

Event description:
It was reported by the affiliate that during an appendectomy procedure, the two staplers were locked and rigid. The back lock also did not work as it was blocked. The gray lock on the back was also blocked. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. It is unknown if the two devices will be returned. Affiliate reference number: (B)(4).

Manufacturer narrative:
(B)(4). Batch # n56t92. The analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.